Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the lead had pulled out of the epidural space. It was unknown what had led to the event. An x-ray had been performed and the percutaneous lead was replaced with a surgical 5-6-5 paddle lead. The issue was resolved. The lead had migrated out of the epidural space and into the pocket area. The patient was alive with no injury and had original coverage for his back and legs at the post-operation programming. Relevant medical history included spinal pain. No follow-up was required.